Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient stated that they were feeling "jumping in their chest". Patient stated that they have had two adjustments and continue to feel the jumping. Both the left ventricular lead and the right ventricular lead remain in use. No further patient complications have been reported as a result of this event.